Event description:
It was reported that the pt had a seizure on (B)(6) 2010 that caused hospitalization for (B)(6), 50 of which were spent on a ventilator. Since the pump was started about (B)(6), the pt's blood pressure had been low from 3 a.m to 4 p.m and higher at night. It was also noted that they have spasms at night. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).